Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00181. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that the proximal pressure sensor auto-zero failed. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. In a good faith effort (gfe) response received, the authorized service personal (asp) stated that the device was out of warranty and that the hospital found a 3rd part to repair the device. No further information regarding the repair or resolution of the reported issue was available. The investigation concludes that no further action is required at this time.